Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (altitude alarm) was verified. The alleged issue (occlusion) was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that multiple altitude alarms occurred and that the alarms reoccurred. Customer's blood glucose was 147 mg/dl. Customer reverted to manual injections for alternate insulin therapy.